Event description:
Per the audiologists, in late june (date is an estimate) the pt hit her head and split the incision site open approx 1 cm. The wound developed an infection. The pt was treated with IV and oral antibiotics, with little or no effect on the infection. The surgeon made the decision to explant the device. The pt's device was explanted in 2008. Reimplantation is planned in approx six months dependent upon the site healing.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.